Event description:
Customer reported that pump display was frozen. Customer's blood glucose level was not impacted. Customer received complete pump reset instructions and chose to reset pump, resolving the issue.